Manufacturer narrative:
The explanted devices will not be returned for eval as they were discarded by the medical facility.

Event description:
A report was received that the pt was explanted because the midline incision became infected. The pt was prescribed antibiotics and is reportedly doing well.